Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: an error code e315 (scope communication) occurred. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as a mechanical problem like leakage/seal, an environmental problem like temperature, dust or dirt, or humidity. These causes can occur between components such as circuit board, connector/coupler, electrical cable, electrical and imager without any design or manufacturing issue that could lead to image defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had no image at set-up, prior to use. There were no reports of patient involvement.